Manufacturer narrative:
Additional information: the reporter indicated that a 13.2mm vticm513.2 implantable collamer lens of -12.5/3.50/085 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. Low vault was observed. On (B)(6) 2023 the lens was exchanged for a longer lens; this resolved the problem. Cause of the event is unknown. Claim# (B)(4).

Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim# : (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm513.2 implantable collamer lens of -12.5/3.50/085 (sphere/cylinder/axis) was implanted into the patient's left eye (os). Low vault was observed. Cause of the event is unknown.